Manufacturer narrative:
The device was not returned for evaluation. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report, date received by manufacturer, checked "follow-up", checked follow-up type, entered evaluation codes, added manufacturer narrative.

Event description:
It was reported that the internal threading of the implant was damaged and needed to be re-threaded. Re-threading tools were ordered.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided / unknown, device brand name unknown, device catalog number and lot number not provided / unknown. Device not returned.

Event description:
It was reported that the internal threading of the implant was damaged and needed to be re-threaded.